Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), headache ("headache"), nausea ("nausea") and nervous system disorder ("neuro condition/problem") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea and nervous system disorder had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for- fatigue, gi conditions, hormonal changes, migraines, headaches, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received- previously reported event "injury to herself" updated to "dysmenorrhea(cramping)", events- "dyspareunia (painful sexual intercourse ), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, bladder infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gi conditions, hormonal changes, migraines, headaches, nausea and neuro condition/problem", patient demography, lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.